Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), product type catheter. (B)(4).

Event description:
It was reported that the first catheter on the left side was infected with mrsa and removed in 2009 (unsure of date). The physician put "new devices in on right side." The patient still had one catheter in place. It was unknown what the pump system was delivering at the time of event. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).